Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/19/2025, it was reported by a sales representative via (B)(4) that an ar-7300sr sabre had the tip get really hot and begin to smoke prior to a case. This was discovered with no case involvement.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-7300sr batch 47682452 was received for evaluation. Visual inspection revealed that both the tip and the shaft show signs of burning, indicating poor irrigation. The functional test found that the tubes are stuck together. The most likely cause of the reported and observed failure is abnormal use. Using the device outside the surgical site, but also the directions for use state that running the device without the flow of irrigation (dry) will cause the device to excessively heat and may result in a thermal burn. Directions for use dfu-0215-eo revision 1. Disposable arthroscopic shaver blades, burrs, powerpick, powerasp, nanoresection, and shaverdrill devices. F. Precautions 9. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry). 10. Running the device without the flow of irrigation (dry) will cause the device to excessively heat and may cause a thermal burn.